Event description:
Primary knee arthroplasty failed with subsidence of tibial component and bone loss of the tibia. Tibial component was revised with the addition of a stem extension. Within a year there was subsidence of the component and breakage of the stem extension at the tibial plate junction requiring full revision.